Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to a malfunctioning implant. A 4.0 cm cuff, pump, and 61-70 cm balloon were implanted. Explanted device will not be retuned for evaluation.